Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 130mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer also stated that the device was stuck in the prime loop, and the drive support cap was protruded. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with prime alarms during prime test due to protruded/loose drive support disk. Unable to verify prime alarm and motor error alarm due to prime anomaly. The motor passed motor test.